Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshot to the hv cable. He ordered a replacement hv cable. The rep removed and replaced the hv cable then checked the beam alignment. The system operates as intended.

Event description:
The customer reported that the under writters wires may be loose, problems when turn to 80 degrees lateral. The unit is down. This happened during a case. No patient injury was reported.